Manufacturer narrative:
This event occurred in (B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the customer's family was unable to wake him, they gave him honey and sugar, but he did not respond. He was in an unconscious state when brought to the emergency room. A performa system test result at 12:44 pm was 129 mg/dl. The doctor ordered glycemic central sample at 12:47 pm, lab result was 9 mg/dl. The patient was treated with 10 mg diazepam IV and dextroxa 250 ml and he was hospitalized for two days. The patient is stable to date. No adverse event was reported. A request was made for the return of the meter and strips.